Event description:
This is filed for single leaflet device attachment (slda). It was reported that a patient presented on (B)(6) 2022 with grade 4 degenerative mitral regurgitation (mr), enlarged atrium with prolapse and flail of p1 and p2. A mitraclip xtw (11221r137) was implanted successfully, reducing the mr to 1. On (B)(6) 2022, the patient was planned for a re-clip procedure as a single leaflet device attachment (slda) occurred and the mr had returned to 4. The anterior leaflet was no longer grasped by the clip. Despite remaining on the posterior leaflet, there was intense rocking of the clip when in systole. A mitraclip xtw (20314r143) was implanted medially to the slda clip and a mitraclip nt (10922r190) was implanted laterally to the slda clip. The two clips successfully stabilized the slda clip and reduced mr to 1-2. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to be due to challenging patient anatomy. The reported mr appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.